Event description:
It was reported that the main lamp from the light source does not ignite. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, h6 corrected data: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of the main lamp from the light source not igniting was confirmed. Based on the results of the investigation, olympus confirmed that the main lamp does not ignite, but the spare lamp does work. The issue was found to be due to a faulty power supply unit olympus will continue to monitor field performance for this device.